Manufacturer narrative:
The device was received, and visual inspection was performed. Visual inspection was performed and had no kinks or damages. Array had blood/tissue and was exposed. External sheath had blood/tissue and was exposed. The cervical collar had blood and was unlocked. Length setting was 4.0 internal flexures were not yielded. Vacuum relief valve did not had blood and moved correctly. Blood in the vacuum feedback, canister, and imd housing and suction line. The rf controller testing was executed, the bubble test, eap and cia passed. But during the ablation test a system fault appeared. The resistance data test failed. In the investigation the physician reported he perforated while entering the uterus determining the cause for the perforation. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on may 19th during a novasure procedure, a uterine perforation occurred. No ablation was performed and the physician decided to abort the procedure. Patient was discharged and scheduled for a follow up on first week of june. No other information is available.